Event description:
A 62 yr old white female g4p4 status post bilateral subcutaneous mastectomies for fibrocystic disease 8/20/80 with submuscular heyer schulte bilumens 300:30. She reports bilateral "too high and right would pop" with raising the arm. In 12/85 she developed a right periprosthetic infection. Without history of antecedent class ii symptoms or any trauma and the right was removed without capsulectomy. She complained of bilateral pain. Arthralgias, myalgias, spasm, fatigue, neurocognitive problems, sicca, rashes, genitourinary problems, etc. Otherwise healthy.